Event description:
It was reported that, during a navio ukr procedure, the adapter (pin driver) can no longer fix the pins, the distally welded pin adapter broke off. Another sterile instrument set was opened and the bone pins could be fixed with the backup. There was a delay of fewer than 30 minutes. No other complications were reported.

Manufacturer narrative:
H3, h6: the navio pin driver, part pfsr110164 used for treatment was not made available to the designated complaint unit, therefore a functional evaluation could not be performed. A visual evaluation was obtained through photos provided and the reported problem was confirmed. The socket was completely disconnected from the pin driver shaft due to a mechanical component failure and breakdown/defect of the weld. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Based on the investigation, no additional containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the navio pin driver, part pfsr110164, lot 8012614 used for treatment was returned for evaluation. A visual evaluation was also obtained through photos provided and the reported problem was confirmed. The socket was completely disconnected from the pin driver shaft due to a mechanical component failure and breakdown/defect of the weld. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Based on the investigation, no additional containment or corrective actions are recommended at this time.